Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture and rupture was reviewed on august 04, 2020. Visual analysis of the identified photos: the photo shows two devices; one device has crease fold, deformation, wear abrasion, white particles in the shell, labeled as left side and the other device cloudy in the gel, crease fold and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported left side capsular contracture grade iii. Device has been explanted.